Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited low out-of-range (oor) right ventricular (rv) shock lead impedance (sli) measurement of 15 ohms. Additional information obtained from the field representative indicated that the cause of the oor sli was not determined because it was alerted once via remote monitoring system. Coil to coil was tested and impedance ranges was normal. Different vectors were within normal range. Also, the integrity of the system was tested through low and high energy shock and everything was within normal limit. At this time, the crt-d remains in service. No adverse patient effects were reported.